Manufacturer narrative:
Of the 8 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 4 had dim and discolored display screens with moisture ingress, and 2 just had dim and discolored display screens.

Event description:
This report summarizes <noe> 8</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim and discolored display screen with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 3 were male, 5 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 8 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps,4 had dim and discolored display screens with moisture ingress, and 2 just had dim and discolored display screens.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim and discolored display screen with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 9-60 years of age and between 68 and 161 pounds. Of the reported patients, 3 were male, 5 were female, and 0 were unknown.